Event description:
A report was received that the patient was experiencing persistent pain at the ipg site. A patch or pain medication was prescribed by the physician. It was believed that the pocket site pain was due to the implant procedure and was not device related.